Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump logs confirmed that a motor stall occurred on (B)(6) 2015 at 23:17 and recovered on (B)(6) 2015 at 02:01. The patient stated they were in bed and did not have any type of electronics or magnets around themselves at that time. The patient did report hearing an alarm. The pump contained gablofen.